Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown liner lot #: unknown; item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00497, stem.

Event description:
It was reported patient underwent a hip arthroplasty. The patient is being considered for a revision due to elevated ion levels of an ml taper stem six years post implantation. Doctor said he will most likely revise the patient and is concerned about taper corrosion with the metal head. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.